Event description:
During follow-up, high capture threshold was observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix extended and bent for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection found over-torque of the inner coil consistent with procedural damage. Visual examination of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure.